Event description:
It was reported that the patient presented remotely on merlin.net. Review of transmission noted that the pacemaker exhibited oversensing noise in the ventricular chamber. No changes or interventions were reported. The patient condition was in stable condition.